Event description:
It was reported that Log Files were sent for a patient that coded and was unable to be revived. The submitted Log File indicated that the event Log file appeared normal until (b)(6) 2026 at 07:54:01, when Low Flow events began to be recorded. These Low Flow events continued throughout the remainder of the event Log File, which ended on (b)(6) 2026 at 08:46:28. The Pump Log Files were unremarkable which indicated that the pump appeared to be operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.